Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at their implant site, including symptoms of redness and warmth. It was reported that the patient¿s implant site wound had opened twice prior and therefore had been re-sutured. Laboratory tests were taken for possible infection.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
It was reported that an explant of the evoke scs system has been completed.

Manufacturer narrative:
Correction: section a1 - patient identifier additional information: section b5 - event description section d4 - expiration date, unique identifier (UDI) # section g - date received by manufacturer section g6 - type of report section h4 - device manufacture date section h6 - evaluation codes section h10 - manufacturer narrative. The device was discarded and is not available for return for analysis. Without a returned device, it is not possible to reach a definitive root cause for the reported patient symptoms. It was reported that an explant was performed. The evoke scs system surgical guide list the following as potential risks of implantation: "the risks associated with the implantation and use of a spinal cord stimulation system include: persistent post-surgical pain at hardware implantation sites; erosion of the lead, lead extension or cls through the skin... The patient may require surgery (including revision, explant, and replacement) as a result of any of the above." A DHR review was performed, and the product met all requirements for release with no anomalies noted.